Event description:
It was reported the foot control unit is no longer working properly. The facility has deemed it unsafe for use. Multiple attempts to obtain additional information from the facility regarding the event details and patient involvement were made but were unsuccessful. No additional information is available.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received.